Manufacturer narrative:
The device has not been returned to mmdg, and a full evaluation of the complaint has not been possible. A review of the device's DHR shows no non-conformances during manufacture.

Event description:
The initial reporter stated that the pump displayed error 12, and that the pump could not be used. The pump was replaced in short order, but the patient experienced a 4-hour delay in feeding. While waiting for the replacement to arrive, the family visited their local ER to borrow a temporary pump. Other than the ER visit, the patient experienced no adverse event. (B)(4).